Event description:
Customer reports via phone that the computer is failing multiple times during patient procedures, causing loss of fluoro. All procedures have been completed. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot system with tech support and infimed, determining that the computer hard drive was causing the intermittent lockup problem. Fse replaced the hard drive, verified proper operation per service checklist, and returned the unit to full service.